Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No update available.

Manufacturer narrative:
Additional device information unique identifier (UDI) # n/a. As no lot number was provided, the device history records could not be reviewed. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the ncb pp distal femur plate broke 3 months after the implantation and the patient underwent revision surgery for implant a nail and a bone graft.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage. Event description: it was reported that the ncb pp plate was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to implant fracture. Review of received data: the received x-rays were reviewed by an independent healthcare professional. Left femur with knee joint ap-view (undated): recognizable endoprosthesis of the left knee joint. Dislocated distal femoral spiral fracture proximal to the prosthesis with three recognizable fragments (marked in green). Left hip with femur and knee joint ap view/laterally-obliquely (undated): situation after plate osteosynthesis. A correct plate position can be seen without any indication of loosening or failure of the osteosynthesis material. The fracture is correctly repositioned, fracture lines (marked in blue) and medial butterfly fragment (marked in red) clearly recognizable. Left hip with knee joint ap-view (undated): compared to the previous x-ray breakage of the osteosynthesis plate at the level of the screw head (marked in red) between the two cerclage wires with slight misalignment of the plate. The fracture lines are of comparable wider (marked in green). Proximal bony substance defect in the area of the fracture zone (marked in blue) without tendentious signs of fracture healing. The distal bone fragment has shifted a bit medially (marked in yellow). Left hip with knee horizontal-view (B)(6) 2018): breakage of the plate in the area of the middle hole of the diagonal three hole pattern (marked in red) with recognizable screw head (marked in blue). Both cerclage wires seems to be undamaged (marked in green). Compared to the distal part of the plate, the proximal part of the broken plate is slightly displaced anteriorly. Surgical reports from implantation and revision were received. The reports are in french. The reports were translated with google translate and reviewed by an independent healthcare professional. Surgical report dated (B)(6) 2018: surgical report federation de chirurgie orthopedique et traumatologique: age: 85. Total prosthesis left knee operated on several years ago. Fall the day before with periprosthetic 3-fragment fracture left femur. Indication for plate osteosynthesis. Lateral approach, relatively fine reposition of the fracture considering the 3rd fragment. Attachment of the plate with 2 cerclages, subsequent proximal screwing with 3 fixed bicortical screws. Distal screw connection with 6 screws, 5 of them cancellous screws cortical. Intermediate fitting with 2 screws, final inspection is satisfactory. Postoperative instructions: no loading. Surgical report dated (B)(6) 2018: surgical report federation de chirurgie orthopedique et traumatologique: breakage of the osteosynthesis material with delayed consolidation of left femur: material removal and closure of the femur. Three months ago, the 85-year-old patient underwent osteosynthesis of a periprosthetic distal femur fracture with a periprosthetic plate and locked screws. Failure of the material after 3 months without obvious significant trauma. After discussion with the patient decision on a change of osteosynthesis with bone graft. Remove the proximal locking screws, remove the plate without difficulty. The breaking zone shows a delayed consolidation. The broken plate was removed and replaced with a nail. After unspecifically described preparation placement of a nail from stryker, length 380 mm, diameter 12 mm. Device analysis: visual examination: the broken plate, a screw and a locking cap were available for material analysis. A visual examination was performed. The fracture of the plate is located through the middle hole of a three hole pattern. On the fracture surfaces there are large polished areas, most probably due to contact between the parts after the fracture. One broken piece of the plate shows beach lines. These lines depict the fatigue character of the fracture. The plate shows also several scratches on their outer surface. The screw and locking cap do not show any abnormality or deformation. Based on this visual examination the reported event can be confirmed. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Instruction for use (IFU) sap doc: fatigue fracture is listed/noted under adverse effects in the IFU. Root cause analysis: root cause determination using sap rmw: breakage of implant due to movement between implants leads to notching / fretting. Not possible, as there are no signs from wires or cables on the surface of the plate. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible, as there are no signs of corrosion available. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible, as no dimension issue can be seen on the x-rays. Plate position was good. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible, as no dimension issue can be seen on the x-rays. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible, as the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate. Not possible, no spacers were used in the surgery. Breakage of implant due to user perform improper handling of the plate during insertion. Possible, it can be possible that the user performed improper handling. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible, the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, it can be possible that incomplete information was given to the patient. Breakage of implant due to patient do not follow the postoperative protocol. Possible, it is possible that the patient did not follow the given information. Conclusion: it was reported that the ncb pp plate was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to implant fracture. The plate was in vivo for approx. 4 months. The visual examination of the plate indicates that no material defects that could have triggered the fracture could be detected. The surgical report of revision describes a delayed consolidation of left femur. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01089.